Manufacturer narrative:
An event regarding revision for unspecified reasons involving an unknown triathlon insert was reported. Method & results: device evaluation and results: visual inspection, material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event could not be confirmed as insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for the poly exchanged performed at an earlier (unknown) date. In reporting a revision of the patient's right knee on (B)(6) 2024, rep was told that the patient had a poly exchange previously. A 2x14 cs insert was implanted. The date and reason for the revision are not known, and the rep does not have access to any additional information from the hospital or surgeon.